Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses supplies for three days. Technical support reminded the customer it should only be used for up to two days. No impact to the customer's blood glucose. The customer changed the infusion set and resumed insulin deliver.